Event description:
During a knee surgery, while attempting to remove the cross pin sleeve from the lateral cortex, it broke off. A portion of the sleeve was left in the pt's bone. The surgeon is reporting no pt harm.